Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly and subsequently shutting off due to insufficient power. Review of pump data by tandem technical support showed that the pump battery depleted from 80% to 15% in one day on (B)(6) 2016. Customer reported blood glucose level was 207-218 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also stated manual injection supplies were available.